Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The blood glucose level was 248 mg/dl and the patient was treated with manual bolus. No further information is available.